Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's screen was red and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom; the customer's report was duplicated and attributed to a damaged color cable. The color cable was replaced to resolve the report. It could not be determined how the cable was damaged. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.